Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for three days, no unexpected blank display noted. No unexpected power loss alarm, low battery alarm and power error noted during testing or in the formatted history file. Device had minor scratched display window, scratched case, cracked case at battery tube side and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was turning off by itself without an alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.